Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not fully unfold after deployment. The surgeon was covered in blood but eventually was able to adjust the tension springs and massage the aorta enough to get the seal to unfold & used the device to complete the first aortotomy. Then a second heartstring seal did not load properly. When the staff pushed the green buttons in to roll the seal then load in the delivery tube, the seal was flared at the end (not symmetrical). A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).